Event description:
Information identified in the manufacture's data base indicated the patient died approximately one month post implantable pulse generator (ipg). A cause has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.